Event description:
It was reported that the patient experienced unintended sensory stimulation during a procedure and the case needed to be cancelled. There were no adverse consequences and no medical intervention reported.

Event description:
It was reported that the patient experienced unintended sensory stimulation during a procedure and the case needed to be cancelled. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. (B)(4): device not returned.

Manufacturer narrative:
The reported event could not be confirmed. Based on the information given in the reported event and the additional information received during follow up with the sales rep, the most likely root cause was determined to be due to unintended stimulation during the sensory mode. This is known to be an inherent effect of the multigen.